Manufacturer narrative:
"Investigation summary: customer reported the cracking at the connector end of tubing and then returned the affected sample and pictures. The sample was clearly cracked at the male luer, and the complaint is verified. Visual inspection under the microscope showed there was multiple cracks in the luer. A device history record review for model 10800175 lot number 20096598 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause cannot be determined. The customer is urged to be careful and gentle when tightening the luer connections, as over tightening them can lead to this type of failure. No other failure modes were observed. (B)(4)."

Event description:
It was reported that a pca kit asv microbore cv was found to be damaged during use. The following was reported by the initial reporter: "it was reported that the ICU team noticed a crack or splinter at the connector end of tubing #10800175. Verbatim: incident 2: (B)(6) reported: one incident from (B)(6) medical center for pump set item 2420-0500 lot (10) 20113015. The tubing in question has a splinter crack at the connector. ICU team was seeing some leaking with their tubing. (B)(6) also sent a new picture of 10800175 new tubing photo, last photo to show new tubing."